Event description:
It was reported that the patient received two inappropriate shocks due to oversensing. The patient was taken to the emergency room. The lead integrity alert had been triggered prior to the shocks delivered. Under fluoroscopy it was noted that there was a suture sleeve sitting proximal to the right ventricular coil. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing was torn, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched. The lead has now been removed and is in the process of analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lead has now been removed and is in the process of analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.